Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 450 mg/dl in the past year. Customer treated his blood glucose level with a manual injection. He declined troubleshooting for his high blood glucose level. The insulin pump alarmed motor error. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.